Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's knife wire ruptured immediately after energizing. The issue occurred during a therapeutic, endoscopic sphincterotomy that was completed with a similar device. There were no reports of patient harm.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. However, it is possible that the following may have led to the cause: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.